Event description:
Overdelivery reported: the pump was programmed in the primary mode to infuse ara-c at 11.0ml/hr. It was reported that the 250.0ml fluid container was changed at 1550 hours. At 1930 hours, there was only approximately 5.0ml left in the bag. The physician was notified and orders to slow the rate down to extend the infusion as long as possible were rendered. There was no pt harm or pt event reported. Though requested, there was no add'l info available.